Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor started with a zcb00 intraocular lens (iol) and as the lens was advancing, he decided to change the lens. There was cartridge tip contact only and no patient injury was reported. The doctor then decided to use a za9003 iol and had trouble advancing it. The lens seemed curved, was damaged when inserting it into the patient¿s right eye. Only cartridge tip had patient contact. It was confirmed that the lens was inspected prior to loading it into the cartridge and was not damaged. Per account, it is possible that the lens damaged is due to loading error. It was also noted that the lens was not stuck in the cartridge. They used a backup lens of the same mode and diopter to complete the procedure. There were no surgical and/or medical interventions required. The patient is doing fine, and no injury reported. Both lenses were discarded and will not be returned. No further information was provided. No further information was provided.